Event description:
Caller states the patient tested 2.8 inr on coaguchek xs system 1, 2.8 inr on coaguchek xs system 2 and 7.0 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she discarded the strips, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4). Will not be returned to manufacturer.